Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 130.1-260.2 mcg/day) and morphine (65mg/ml at .422 mg/day) via an implantable infusion pump. It was reported that the patient went to the ICU with overdose symptoms. The caller stated that the dose was decreased by 50% and the patient was given narcan to stabilize them. It was noted that the patient had a similar event 6 months ago but they did not get narcan so they think it might not have been the pump. The volume was checked today and it was 15cc and 13.6 cc. 2021-11-02 e1 (rep): document contained no new information.